Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: extensive scaffold thrombosis in both lad and lcx, extending proximal, within and distal to scaffold in each case. Despite extensive thrombectomy, the patient died later that night. Anti-thrombotic status unclear at time of death. The reported patient effects of death, myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other absorb device is being filed under a separate medwatch report. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient had triple vessel disease. In (B)(6) 2014, the patient had an absorb scaffold implanted in the proximal left anterior descending (lad) artery. In (B)(6) 2015 an absorb scaffold was implanted in the proximal left circumflex (lcx) artery. Both procedures were done at cgmh-lk. On an unspecified date, a drug eluting stent (des) was implanted in the right coronary artery (rca). On (B)(6) 2017, the patient presented to the emergency room at (B)(6) hospital with st elevated myocardial infarction. Thrombosis was found in both scaffolds, but not in the des. The thrombosis was aspirated followed by balloon dilatation with 2.0 x 20 mm and 2.0 x 15 mm balloons. The decision was made to do a stage 2 procedure, but the patient died that night in the hospital. No additional information was provided.